Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\chronic pain'), autoimmune thyroiditis ('hashimoto's') and basedow's disease ('graves') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), rash ("rash condition"), skin disorder ("skin condition"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral, oophorectomy (bilateral), hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, nausea and weight increased had resolved and the autoimmune thyroiditis, basedow's disease, hypersensitivity, rash, skin disorder, fibromyalgia and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, basedow's disease, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, back pain. Bleeding: menorrhagia (heavy menstrual bleeding). Allergy: hypersensitivity, rash/skin condition. Autoimmune diagnosed: hashimoto's, graves, fibromyalgia. Psych injury. Bladder/urinary problems: bladder problems, urinary problems, uti. Fatigue, hair loss, nausea, weight gain. Date(s) of insertion: (B)(6) 2007,(B)(6) 2007 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dyspareunia & new events- dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, rash/skin condition, hashimoto's, graves, fibromyalgia, psych injury, bladder problems, urinary problems, uti, fatigue, hair loss, nausea, weight gain were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\chronic pain'), autoimmune thyroiditis ('hashimoto's'), basedow's disease ('graves') and staphylococcal infection ('rashes or skin conditions type: mrsa carrier') in an adult female patient who had essure (batch no. 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome, weight gain, shortness of breath, hypertension, diabetes, anemia and sleep apnea. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea") and allergy to metals ("allergic or hypersensitivity reaction ¿ nickel causes rash/swelling"). In 2009, the patient experienced urinary tract infection ("uti"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis") and pain ("chronic pain syndrome, whole body- achy/ pain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and cystitis interstitial ("bladder problems: cystitis interstitial"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash condition, nickel causes rash, rashes or skin conditions ¿ sores on my stomach and arms"), swelling ("skin condition, nickel causes rash/swelling"), fibromyalgia ("fibromyalgia"), depression ("psych injury, psychological or psychiatric problems ¿chronic depression"), urinary tract disorder ("urinary problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs-d"), anxiety ("psych injury, psychological or psychiatric problems ¿ severe anxiety"), agoraphobia ("agoraphobia"), vulvovaginal pruritus ("other ¿ vaginal itching"), vaginal odour ("other: vaginal odor"), staphylococcal infection (seriousness criterion medically significant) and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral, oophorectomy (bilateral), hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, the last episode of menorrhagia, cystitis interstitial, urinary tract disorder, urinary tract infection, fatigue, alopecia, nausea, weight increased, vulvovaginal pruritus and vaginal odour had resolved and the autoimmune thyroiditis, basedow's disease, rash, swelling, fibromyalgia, depression, vaginal haemorrhage, irritable bowel syndrome, anxiety, agoraphobia, adenomyosis, pain, staphylococcal infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, agoraphobia, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, basedow's disease, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, irritable bowel syndrome, nausea, pain, pelvic pain, rash, staphylococcal infection, swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, back pain. Bleeding: menorrhagia (heavy menstrual bleeding). Allergy: hypersensitivity, rash/skin condition. Autoimmune diagnosed: hashimoto's, graves, fibromyalgia. Psych injury. Bladder/urinary problems: bladder problems, urinary problems, uti. Fatigue, hair loss, nausea, weight gain. Date(s) of insertion: (B)(6) -2007 (discrepancy noted) current weight: 310 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.9 kgs. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction ¿ nickel causes rash/swelling, gastrointestinal or digestive system condition ¿ ibs-d,psychological or psychiatric problems ¿ severe anxiety, chronic depression, agoraphobia; rashes or skin conditions ¿ sores on my stomach and arms,other ¿ vaginal itching and odor, interstitial cystitis, adenomyosis, mrsa carrier, stomach pain, body pain, she did not undergo essure confirmation test" were added. Outcome of events " vaginal itching and odor" were updated as recovered. Medical history, reporter information and patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\chronic pain'), autoimmune thyroiditis ('hashimoto's'), basedow's disease ('graves') and staphylococcal infection ('rashes or skin conditions type: mrsa carrier') in an adult female patient who had essure (batch no. 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome, weight gain, shortness of breath, hypertension, diabetes, anemia and sleep apnea. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea") and allergy to metals ("allergic or hypersensitivity reaction ¿ nickel causes rash/swelling"). In 2009, the patient experienced urinary tract infection ("uti"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis") and pain ("chronic pain syndrome, whole body- achy/ pain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and cystitis interstitial ("bladder problems: cystitis interstitial"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash condition, nickel causes rash, rashes or skin conditions ¿ sores on my stomach and arms"), allergic oedema ("skin condition, nickel causes rash/swelling"), fibromyalgia ("fibromyalgia"), depression ("psych injury, psychological or psychiatric problems ¿chronic depression"), urinary tract disorder ("urinary problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs-d"), anxiety ("psych injury, psychological or psychiatric problems ¿ severe anxiety"), agoraphobia ("agoraphobia"), vulvovaginal pruritus ("other ¿ vaginal itching"), vaginal odour ("other: vaginal odor"), staphylococcal infection (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), headache ("headache "), musculoskeletal pain (" pain, joint and muscle issue") and emotional disorder ("crazy emotions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral, oophorectomy (bilateral), hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, the last episode of menorrhagia, cystitis interstitial, urinary tract disorder, urinary tract infection, fatigue, alopecia, nausea, weight increased, vulvovaginal pruritus and vaginal odour had resolved and the autoimmune thyroiditis, basedow's disease, dermatitis allergic, allergic oedema, fibromyalgia, depression, vaginal haemorrhage, irritable bowel syndrome, anxiety, agoraphobia, adenomyosis, pain, staphylococcal infection, abdominal pain upper, headache, musculoskeletal pain and emotional disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, agoraphobia, allergic oedema, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, basedow's disease, cystitis interstitial, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fibromyalgia, headache, irritable bowel syndrome, musculoskeletal pain, nausea, pain, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, back pain. Bleeding: menorrhagia (heavy menstrual bleeding). Allergy: hypersensitivity, rash/skin condition. Autoimmune diagnosed: hashimoto's, graves, fibromyalgia. Psych injury. Bladder/urinary problems: bladder problems, urinary problems, uti. Fatigue, hair loss, nausea, weight gain. Date(s) of insertion: (B)(6) 2007,(B)(6) 2007 (discrepancy noted) current weight: 310 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.9 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- headache, arthromyalgia, emotional problems, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\chronic pain'), autoimmune thyroiditis ('hashimoto's'), basedow's disease ('graves') and staphylococcal infection ('rashes or skin conditions type: mrsa carrier') in an adult female patient who had essure (batch no. 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome, weight gain, shortness of breath, hypertension, diabetes, anemia and sleep apnea. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea") and allergy to metals ("allergic or hypersensitivity reaction ¿ nickel causes rash/swelling"). In 2009, the patient experienced urinary tract infection ("uti"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis") and pain ("chronic pain syndrome, whole body- achy/ pain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and cystitis interstitial ("bladder problems: cystitis interstitial"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis contact ("rash condition, nickel causes rash, rashes or skin conditions ¿ sores on my stomach and arms"), allergic oedema ("skin condition, nickel causes rash/swelling"), fibromyalgia ("fibromyalgia"), depression ("psych injury, psychological or psychiatric problems ¿chronic depression"), urinary tract disorder ("urinary problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs-d"), anxiety ("psych injury, psychological or psychiatric problems ¿ severe anxiety"), agoraphobia ("agoraphobia"), vulvovaginal pruritus ("other ¿ vaginal itching"), vaginal odour ("other: vaginal odor"), staphylococcal infection (seriousness criterion medically significant) and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral, oophorectomy (bilateral), hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, the last episode of menorrhagia, cystitis interstitial, urinary tract disorder, urinary tract infection, fatigue, alopecia, nausea, weight increased, vulvovaginal pruritus and vaginal odour had resolved and the autoimmune thyroiditis, basedow's disease, dermatitis contact, allergic oedema, fibromyalgia, depression, vaginal haemorrhage, irritable bowel syndrome, anxiety, agoraphobia, adenomyosis, pain, staphylococcal infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, agoraphobia, allergic oedema, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, basedow's disease, cystitis interstitial, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, irritable bowel syndrome, nausea, pain, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, back pain. Bleeding: menorrhagia (heavy menstrual bleeding). Allergy: hypersensitivity, rash/skin condition. Autoimmune diagnosed: hashimoto's, graves, fibromyalgia. Psych injury. Bladder/urinary problems: bladder problems, urinary problems, uti. Fatigue, hair loss, nausea, weight gain. Date(s) of insertion: (B)(6) 2007,(B)(6) 2007 (discrepancy noted). Current weight: 310 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.9 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.